Manufacturer narrative:
The technician found a broken brake cam pivot. The technician replaced the brake cam pivot to resolve the issue.

Event description:
The technician alleged the brakes are not holding. No pt impact.